Event description:
It was reported that the device was displaying a service indicator and had an error code in memory indicative of a therapy pcb failure that may relate to a failure of the defibrillator to deliver appropriate energy. The reported problem occurred while performing the user test. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.